Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump had an intermittent power issue. Troubleshooting indicated that the yellow o-ring of the battery cap was not visible at the time of the power event. The reporter did note that the battery compartment threads appeared to be stripped. There was no noted moisture ingress related to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2016 with the following findings: the pump black box showed evidence of unexplained power events on 10/24/2015. The battery compartment was observed to be cracked at the threads and below the grip pad and the threads were observed to be damaged. The battery cap threads were also noted to be damaged. Moisture damage was noted inside the battery compartment. The returned battery cap was difficult to remove from the pump and the cap got stuck when tightened to the pump with no battery installed. When a battery was inserted, the pump was unable to maintain electrical connection. A test cap was inserted for testing. The pump was unable to remain powered for 24 hour exercise. A leak test was performed and confirmed a leak from the battery compartment damage. The pump casing by the display lens was also noted to be cracked. The pump was opened and moisture was observed inside the pump.